Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The usm 3 was analyzed and the 32100 and 32096 errors were found indicating ac hardware current/voltage monitoring error and temperature readings on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acm pca was inspected, and no faults could be identified. The complaint was confirmed based on the failure analysis. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure, based on system logs review, can be attributed to an intermittent failure within the acm, causing command failures, current/voltage and temperature issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, an operating room (or) staff member called to report a recoverable fault on universal surgical manipulator (usm) arm 3. The customer had already power cycled the system twice. On-site support was not connected at the time. The technical support engineer (tse) had the customer send pictures of the event logs, which showed errors 32100 and 32096. The tse instructed the customer to perform a hard power cycle, which initially cleared the error. However, the customer called back to report that the issue persisted. The customer elected to use another xi system. There was no report of patient involvement.